Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to acute pain in the shoulder with remarkable deformity of the pectoralis major superiorly. During the surgery, the liner demonstrated some inferior wear and was extracted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. The device history record review indicates the device was manufactured to specifications. This device is used for treatment. Revision operative notes were received that reveal that the patient was revised due to acute pain in the shoulder with remarkable deformity of the pectoralis major superiorly. During this surgery the liner demonstrated some inferior wear and was extracted. A definite root cause cannot be determined with the information provided.